Event description:
The facility reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the ER. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from a deep discharge on the main batteries. The main batteries and battery harness were replaced to correct this condition. This issue has been escalated to CAPA.